Manufacturer narrative:
(B)(4). Using a manual bag is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The ¿operating instructions-prepare for therapy¿ section provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device experienced a system error 2058 alarm. The patient was connected at the time of the alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was using manual bags on the hc. The technical service representative reviewed proper procedure and advised to restart therapy using all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available. .